Manufacturer narrative:
Block e1 (initial reporter's address): (B)(6). This event was reported by the distributor. The physician is: (B)(6). Block h6: medical device code a050501 captures the reportable issue of bands unable to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and handle assembly were returned with the device. It was observed that the ligator head was returned without the seven bands attached. The trip wire was kinked, was not secured in the handle assembly slot when received and it was partially rolled in the handle. Additionally, the slack on it was not removed. The suture hole was in good condition, and no damages were observed. Microscope examination was performed, and it was found that the ligator head teeth were damaged. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. However, a media analysis of the photos provided by the customer was performed; one photo showed the ligator head with the five bands attached which were moved from their original positions and were overlapping. The other picture shows the ligator head with the bands attached to it. No other problems with the device were noted. The trip wire bent/kinked could occur during the device setup securing the trip wire in handle slot and rotating the handle during the use of the device. Additionally the ligator head teeth were bent, indicating that the component was submitted to tension forces during the use of the device and this could have affected the bands deployment activity leading to an improper deployment of the bands. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU) and product labeling. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Additionally as per the device condition, the slack was not removed properly as mentioned in the instructions for use. Not securing the trip wire in the handle slot could have cause the wire to slip during deployment, leading to the failure to pull the slack out of the trip wire because of the lack of tension. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. It was reported that the physician unpacked the package as usual and found that the ligation device could not be used. The procedure was completed with another speedband superview super 7 device. A photo submitted by the customer shows the ligator head with five bands attached; however, two bands were moved out from the original positions and had overlapped. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. It was reported that the physician unpacked the package as usual and found that the ligation device could not be used. The procedure was completed with another speedband superview super 7 device. A photo submitted by the customer shows the ligator head with five bands attached; however, two bands were moved out from the original positions and had overlapped. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.